Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt hears a "strange" intermittent beep from his system controller while he is on battery power and while he is sitting. The alarms started to occur shortly after the pt was involved in a car accident 4 months prior. The pt's batteries and battery clips were exchanged without resolution. It was reported 5 days later that the pt was experiencing low speed alarms and went into the emergency room with 5 pump off alarms. The pump was checked and sounded like it was running. The pt remained asymptomatic. The pt's system controller was exchanged, and the pt was admitted into the hospital. X-rays were taken and an area of concern was noted on the percutaneous lead. The lead was repaired; however, the low speeds. Later that day, the pt's pump was exchanged and during the exchange it was noted that the strain relief had become detached form the hub of the pump, leaving the wires from the pump exposed. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.